Event description:
The filter legs were crossed upon deployment. At 10 minutes post procedure. 1-2 legs were adhering to the cava wall, but the other legs were crossed. Dr placed another filter as a precautionary measure. No further complications reported.